Event description:
This customer reported that the t-waves were flipped in certain leads on the 12-lead compared with a 12-lead cardiograph.

Manufacturer narrative:
(B)(4). This customer reported that the t-waves were flipped in certain leads on the 12-lead compared with a 12-lead cardiograph. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.